Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully charge the pump using an alternate wall adapter.